Manufacturer narrative:
Device passed the sleep current measurement and active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. Device functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Device received with normal operating currents. Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin delivery anomaly noted during testing. Device functioning properly during testing. Device received with broken battery tube threads, cracked case(battery tube) and cracked keypad at select button. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose with blood glucose of 409 mg/dl. The customer's current blood glucose was 209 mg/dl. The customer did not experience any symptoms such as a result of high blood. Troubleshooting was done for high blood glucose and under delivery. Customer stated event occurred while replacing the battery as it died at night. Customer stated they got power loss alarm. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was used at time of high blood glucose event. The insulin pump will not be returned for analysis.